Event description:
During tulip filter placement in 2008, the filter opened while the physician was attempting to place the filter below the renals. This happened before he was going to release the red cap. The filter opened up and wasn't attached to the legs. The physician attempted to retrieve the filter with two retrieval devices of another MFR and then he used a cook retrieval system and was successful. This case took 3-4 hours but the pt is doing fine. Pt is doing well.

Manufacturer narrative:
Event eval: still under investigation.